Event description:
It was reported that patient underwent a procedure utilizing a curvtek cartridge in 2009. During the procedure, the right tip of the instrument fractured off and fell into the patient¿s humerus. The surgeon was able to retrieve the tip and continue the procedure with no further incident.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.